Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is 64 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿real-world performance of an enhanced atrial fibrillation detection algorithm in an insertable cardiac monitor.¿ heart rhythm 2016;13:1624¿1630. Http://dx.doi.org/10.1016/j.hrthm. 2016.05.010. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding insertable cardiac monitors (icms). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique serial numbers with the available information provided. The author reported that there was one patient who developed sepsis; with unknown treatment/resolution. There were reports of ¿false-positive¿ device detection issues; however, the author did indicate that this was ¿caused by various physiologic (e.g., runs of ectopy with irregular coupling, sick sinus, sinus tachycardia) and non-physiologic reasons (e.g., oversensing or undersensing).¿ there is no indication of treatment/resolution. The status/location of the icm is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding insertable cardiac monitors (icms). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique serial numbers with the available information provided. There were reports of ¿false-positive¿ device detection issues; however, the author did indicate that this was ¿caused by various physiologic (e.g., runs of ectopy with irregular coupling, sick sinus, sinus tachycardia) and non-physiologic reasons (e.g., oversensing or undersensing).¿ there is no indication of treatment/resolution. The status/location of the icm is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.